Manufacturer narrative:
One 8f fast-cath introducer sheath and dilator were received for evaluation. The sheath and dilator were fully engaged upon receipt; the dilator was removed to enable visual inspection. The dilator was perforated at 1.5¿ proximal to the distal tip. The sheath was also perforated at 0.5¿ proximal to the distal tip. No other visual anomalies were noted. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Artmt600087496 ver. A, brk needle instructions for use (IFU) states, ¿do not alter this device in any way.¿ the cause of the reported needle insertion difficulty and subsequent device perforation is consistent with not following the instructions for use.

Event description:
This report is to advise of a puncture found in the sheath during analysis.